Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump powered on to a blank display. The complaint of a dim/faded/discolored display could not be adequately investigated due to the blank display. Unrelated to the original complaint, investigation revealed the following: there was corrosion observed in the battery compartment. The battery compartment was cracked. Leak testing revealed a leak at the crack in the battery compartment. The pump casing was removed and there was corrosion observed throughout the pump. The display was replaced with a test display, and the screen functioned normally.